Manufacturer narrative:
Based on the current information provided, the cause of the peri-procedural bleeding cannot be determined. System logs were not available for review at this time.

Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and there was excessive bleeding which required medical intervention. The details were not provided. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report.